Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 7.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilatation and was inflated twice at 10 atmospheres (atm) for 15 seconds. However, during the third inflation at 12 atm for 5 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a non-boston scientific device. No patient complications nor injuries were reported. The patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).